Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting as expected and the pump had shutdown as expected. Reportedly, the customer experienced an elevated blood glucose (bg) range of 300-399 mg/dl and high ketones resulting in diabetic ketoacidosis. Healthcare provider identified the ketone level as dangerous. At the time of the reported event, the customer had not treated the bg. The customer was hospitalized and treated with intravenous insulin, intravenous saline, saline fluids, and insulin fluids. The customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage. The pump was charged and customer successfully resumed insulin deliveries.